Event description:
This event was reproted as shortness of breath, aortic insufficiency and leaflet disruption.

Manufacturer narrative:
H6: 86 = x=-ray examination of the valve in laboratory revealed delaminated circular and v-shaped disruptions in the rigth and left-coronary cusps which exhibited evidence of abrasion, such as would occur in suture abrasion. However, in the absence of evidence for this abrasion, the source was indeterminable. One disruption was large enough (5mm in diameter at teh node of aranti) to result in incomplete coaptation. Host tissue overgrowth encroached onto the left-coronary cusp which resulted in stenosis of the effective orifice area. X-ray analysis revealed no apparent calcification. Slight stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be leaflet disruption due to an indeterminable cause. These findings would account for the symptoms noted clinically.